Event description:
Additional information received from the consumer reported the patient was unsure what circumstances led to the issue. It was noted the patient went to the emergency room and they said the patient had pleurisy.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The patient reported that following a replacement surgery they began to experience sudden stimulation in the wrong location. The stimulation was between their shoulder blades and when they would turn the device on it would send spasms up between their shoulder blades. They checked the device with the patient programmer and it showed the stimulation was on. They tried decreasing the stimulation but it did not resolve the issue. They were feeling the stimulation in the wrong location daily. No cause, intervention or outcome were reported however additional information has been requested. If received a follow-up report will be sent. Indications for use are as follows: 043 failed back surgery syndrome 903 spinal pain